Event description:
It was reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support.